Event description:
It was reported that pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed, and a watchman fxd curve access system (was) and a 27 mm watchman flx pro laa closure & delivery system (wds) were selected for use. A pericardial effusion was noted and the patient was brought to the operating room for surgery. The patient was admitted to the hospital overnight and discharged the next day. The patient was prescribed 2.5 mg eliquis two times per day. There was no additional information provided.